Manufacturer narrative:
A ge service representative performed an on site investigation. The flash memory software and calibrations were evaluated and reloaded. The fse also re-seated and re-connected all system connections. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a communication failure error and locked up. No patient serious injury or death was reported related to this event.